Event description:
The customer reported that a workstation handle bolt broke causing handle to become loose. This may have caused difficulty in transporting the system. The system remained operational. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The handle was replaced during the service call. The system was tested and found to be working as intended and put back into service.